Event description:
A patient reported blood glucose results of "297, 333 mg/dl" with a lifescan meter and "221 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Lifescan is replacing patients meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.